Manufacturer narrative:
Product complaint # (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that a patient underwent a surgical procedure on an unknown date and bone wax was used. During the procedure, the bone wax would not stick to the bone. There were no adverse patient consequences reported. No additional information was provided.